Event description:
The caller reported that in 2009, the flange broke on the patient's size 8 percutaneous tracheostomy tube. The tracheostomy tube was removed, and the patient was recannulated with another size 8 percutaneous. On the same date, the flange of the second size 8 percutaneous tracheostomy tube inserted broke and the patient was again recannulated. The second 8 percutaneous tracheostomy tube is reported on manufacturer's report 2936999-2009-00582.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.